Event description:
Boston scientific received information that the patient presented to the clinic to have tachycardia therapy programmed off in this implantable cardioverter defibrillator (ICD) per the physician's direction. Upon interrogation with a programmer, the ICD was observed to be at end of life (eol) and in storage mode. It was noted that the patient had been lost to follow up. The physician inquired if the device could be programmed off. Boston scientific technical services (ts) discussed that there are no tachycardia or bradycardia therapies available when in storage mode. Device replacement was not scheduled to be planned. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.